Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on an unused supply line. The lot number is unknown, therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice display during dwell 1. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm and advised to use a manual bag. A clamp on an unused supply line was left open. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp regarding the reported event, it was revealed that she did not notice any visible damage or abnormalities with the cassette that was in use. The hp stated she forgot to close a clamp on an unused supply line which probably caused the alarm. The hp stated she did not notify her nurse of the alarm and was advised to do so.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.